Manufacturer narrative:
Per the t:slim x2 user guide, the resume pump alarms means that insulin delivery has stopped for more than 15 minutes. If not acknowledged by tapping close, the pump will re-notify you every 3 minutes at highest volume and vibrate. If acknowledged by tapping close, the pump will re-notify you in 15 minutes. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels ranging from 272-442 (mg/dl). To address the bg level, the customer changed the infusion site, administered manual injections and delivered a correction bolus. The customer declined to perform troubleshooting with tandem technical support and declined further follow-up to ensure that the high bgs were resolved. Additionally, the customer reported receiving a resume pump alarm which occurred while the customer was asleep (around 12:03 am to 3 am). Review of the pump data showed that the customer had unlocked the pump screen and suspended insulin delivery twice during 12-3am. Then, after the resume pump alarms had declared, they had been cleared by the user, and insulin delivery had been resumed. The customer acknowledged the information provided by tandem technical support.